Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed foreign substance in the defib cable receptacle. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached multi-function cable. Complainant indicated that there was no patient involvement in the reported malfunction.